Manufacturer narrative:
H11: this supplemental MDR is being submitted to report that MFR rpt 3006260740-2025-06835 was a duplicate record and was opened in error. The event details are being captured under complaint file (B)(4) and was reported to the FDA under MFR rpt 3006260740-2025-06222. G3. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure there was resistance with flush. It was found that that catheter was allegedly fractured and no contrast material presented in catheter. Additionally patient experienced pain. Port removed and replaced. There was no reported patient injury.

Event description:
On (B)(6)2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure there was resistance with flush. It was found that catheter was allegedly fractured and no contrast material presented in catheter. Additionally patient experienced pain. Port removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.